Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Event description:
Caller indicated the glucocard 01 meter was giving variable readings. Caller did 3 tests in a row on the same finger, using a new lancet and a new drop of blood and received the following results: 28, 80, and 360. Caller then did another test on a different finger using a new lancet and received 255. Technique was verified and was good. Strips are stored in a cabinet in the living room. Bottle of strips just opened a few days ago. Received the meter a couple of months ago. The caller¿s normal range is 140-150. Caller did not have control solution to do a control solution test. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.